Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program reporting a patient death while on the iabp. The user stated the death was not unexpected and inquired about removing the catheter.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (unique identifier), d10. The customer stated the death was not unexpected and was wondering if they can pull the catheter. Esp personnel advised to the customer to follow hopistal protocol for the after death care. The customer thanked me for the call.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation).